Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 24, 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, the patient came back to the clinic on (B)(6) 2018 with complaints of blisters on both buttocks after an hta procedure was performed on (B)(6) 2018. Reportedly, the physician did not notice any leak or burn that occurred during the procedure. The procedure was completed with no fluid loss alarms and the fluid may have leaked during removal of the tenaculum after the cooldown phase but it was not expected to be at burning temperature. The physician classified the burn as second degree burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Block h6: patient code 1757 captures the patient event of burn. Conclusion code 4316 is being used in lieu of an appropriate code for device not returned. Block h10: the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2: additional information received on 14oct2019. Block a1 - patient identifier updated. Block b5 - event description updated. Block d4 - unique identifier updated. Block e1 - facility name updated. Block h2: additional information received on 17dec2019 a1 - patient identifier updated. Block a4 - patient weight is 69.5 kg. Block b5 - event description updated.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, the patient came back to the clinic on (B)(6) 2018 with complaints of blisters on both buttocks after an hta procedure was performed on (B)(6) 2018. Reportedly, the physician did not notice any leak or burn that occurred during the procedure. The procedure was completed with no fluid loss alarms and the fluid may have leaked during removal of the tenaculum after the cooldown phase but it was not expected to be at burning temperature. The physician classified the burn as second degree burn. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on october 14, 2019: the patient experienced severe pain and discomfort post procedure. Pain medications were taken and the physician prescribed burn cream. The patients condition was not improving so she was examined and additional burn cream and cream were prescribed. Several follow ups were required to ensure proper healing. The patient had permanent burn marks on her butt and change in skin pigmentation including scaly skin, excessive dryness and discomfort. Vaseline was used to moisturize the affected area. Due to the patients condition several aspects of her daily routine has been affected including unable to wear pants or panties for a month, unable to use any soap in the affected area and had to take cool showers, use of towels and tissue was very uncomfortable due to open sores caused by the burn. Sexual pleasure inconvenience and personal hygiene preferences. Additional information received on december 17, 2019: initial procedure performed on (B)(6) 2018 was hysteroscopy with endometrial abalation due to menorrhagia. On (B)(6) 2018 during a follow-up visit, the patient noted two dime-sized blisters on both sides of her buttocks. The patient reported that her skin looks like it was burned and scabbing over. A silvadene cream was prescribed to apply twice a day. Based on vaginal assesment performed by the physician, the burn does not appear to extend into vagina but difficult to tell. The burn was assessed as 1st to 2nd degree burn at the opening with dripping burn onto buttocks. Patient stated pain in areas she is describing as burned skin

Event description:
It was reported to boston scientific corporation on september 24, 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, the patient came back to the clinic on (B)(6) 2018 with complaints of blisters on both buttocks after an hta procedure was performed on (B)(6) 2018. Reportedly, the physician did not notice any leak or burn that occurred during the procedure. The procedure was completed with no fluid loss alarms and the fluid may have leaked during removal of the tenaculum after the cooldown phase but it was not expected to be at burning temperature. The physician classified the burn as second degree burn. An additional attempt has been made to obtain follow up event details with no response from the clinician. The patient experienced severe pain and discomfort post procedure. Pain medications were taken and the physician prescribed burn cream. The patients condition was not improving so she was examined and additional burn cream and cream were prescribed. Several follow ups were required to ensure proper healing. The patient had permanent burn marks on her butt and change in skin pigmentation including scaly skin, excessive dryness and discomfort. Vaseline was used to moisturize the affected area. Due to the patients condition several aspects of her daily routine has been affected including unable to wear pants or panties for a month, unable to use any soap in the affected area and had to take cool showers, use of towels and tissue was very uncomfortable due to open sores caused by the burn. Sexual pleasure inconvenience and personal hygiene preferences.

Manufacturer narrative:
Block h6: patient code 1757 captures the patient event of burn. Conclusion code 4316 is being used in lieu of an appropriate code for device not returned. Block h10: the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.